Event description:
During a ptca treatment procedure, the maverick otw balloon ruptured at 5 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a slightly tortuous proximal right coronary artery. It is noted that resistance was met with insertion of the maverick otw balloon. The maverick otw balloon was removed and replaced with another maverick otw balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.